Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) upgrade, the existing left ventricular (lv) leads that were previously capped were retested. It was noted that the lv leads exhibited no capture and high impedance. The leads were recapped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.